Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 77 compared to the labs 127 mg/dl. Tests were done within 10 mins. Pt normally uses control solution but did not have it for these tests. Pt did not experience any adverse events. No further info has been reported.